Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a broken sample probe cleaner pump motor wire. A siemens customer service engineer (cse) was dispatched to the customer site. The cse investigated the pump panel area and found the sample cleaner pump's wire had been pulled out from the pump. The cse replaced the pump and ran a system check, after which, the customer ran quality controls. A siemens headquarter support center (hsc) specialist investigated the event and determined the cause of the shock was due to the broken wire. The cse observed the wire ends to be disconnected from the posts by which they are soldered, and it appeared the wires were pulled through an insulation sleeve. Hsc confirmed by reviewing system design on an in-house system, that there is nothing near the motor wires to catch on. Hsc concludes that operator error likely contributed to the wires becoming disconnected, as the laboratory technician reported performing maintenance inside the analyzer at the time of the shock. The issue was resolved by replacement of the pump motor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An operator was reaching into a dimension exl with lm instrument to empty the waste container, when she felt a minor shock on her arm, described as a small 9 volt battery, from the pump panel area. The operator did not sustain an injury due to the shock. There are no reports of patient intervention or adverse health consequences due to the operator getting shocked.